Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone14.4. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that upon pod application, the infusion site was painful throughout wear (between 1 and 4 hours). Upon removal of the pod, the patient observed that the cannula had only partially deployed and appeared to be retracted halfway, indicating a needle mechanism failure. The infusion site (leg) appeared red and irritated, with a bump at the cannula location. No impact to the patient¿s blood glucose level was reported. As treatment, a new pod was applied.